Manufacturer narrative:
The device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual microscopic inspection of the device header and lead port found no anomalies. The seal plug was intact. Telemetry was successfully established with the laboratory programmer and another memory download was conducted. Review of the memory confirmed there were no additional alerts or errors present. Using a laboratory simulator, a 3 mvolt r wave was sent to the device to test the devices ability to sense low signals; the simulated r wave was sensed appropriately, and the morphology had a normal appearance. No noise was observed on the electrogram and the impedance values were in normal range. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device anomalies; the device operated normally/as expected during physical testing.

Event description:
It was reported that the patient with this device passed away. Interrogation of the explanted device indicated one episode was recorded, on the reported date of death. A total of five shocks were delivered; the first two shocks were not effective. The third shock appeared to initially convert the arrhythmia, but the patient re entered ventricular fibrillation (vf) during the post-shock pacing period. Two additional shocks were delivered by the sicd, but the arrhythmia was not converted. A copy of the stored memory was downloaded from the device and sent to boston scientific technical services for engineering evaluation who confirmed normal operation/function. The explanted device was returned to boston scientific for laboratory analysis.